Event description:
It was reported that an asymptomatic patient presented in ER after receiving a vibratory alert. Post-paced t-wave oversensing on the ventricular lead resulting in incorrect diagnosis of non-sustained lead noise was observed. The device was reprogrammed and patient will be monitored.